Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how was the prineo adhesive applied on the mesh? Answer: normal application with thin even coating. What prep was used prior to product application? Answer: ¿normal skin prep¿ . What was the location and incision size of the application? Answer: knee, smaller than prineo patch. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Answer: removed dermabond, skin blistered and came off, high dose antibiotics. Administered along with prednisone. Can you identify the lot number of the product that was used? Answer: not known. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Answer: unknown beforehand. What is the most current patient status? Answer: incision is healing. Incision did not dehiss. No surgical intervention needed. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions)? Answer: normal patient with knee replacement.

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2018 and topical skin adhesive was used. Approximately one day after the procedure the patient developed a rash and the wound was oozing where the topical skin adhesive was applied. The wound was wrapped with gauze to help control the oozing. The topical skin adhesive was removed, the skin blistered. The patient was treated with high dose antibiotics along with prednisone. The incision is currently healing. Additional information has been requested